Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A non bsc guidewire was pass through and a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during first inflation the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.